Event description:
It is reported that a customer called in regarding an issue with the battery power on their insulin pump. The customer's blood glucose was not recorded. The customer was advised to replace the battery caps on the insulin pump and to monitor the situation for any future malfunctions. No further information was provided.